Event description:
As reported via the (B)(4), a patient expired due to an unknown cause approximately four months after the index procedure. The patient's family could not be contacted and the cause of death could not yet be determined. The patient had a history of multiple strokes, hyperlipidemia, coronary artery bypass surgery (CABG), coronary artery disease, myocardial infarction, and hypertension. At the time of the index procedure, the patient had a lesion in his proximal right internal carotid artery and had bilateral carotid artery disease with another revascularization planned. The patient had a resent stroke and had partial sensory loss on the left at the time of the procedure with nih score of 3 and rankin score of 4. The lesion was 85% stenosed and 15mm in length. The reference vessel was 4.2mm in diameter and mildly tortuous. An angioguard rx with a 5mm basket was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 40mm precise pro rx was implanted at the target lesion and the angioguard device was retrieved. It was unknown if debris was present in the filter basket. Heparin was administered during the procedure. The patient left the angiography suite without neurological deficit.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4), an (B)(6) male with a history of recent stroke, hyperlipidemia, CABG, coronary artery disease, myocardial infarction, and hypertension expired approximately four months after the index procedure. Multiple attempts have been made to determine the etiology, however, the cause of death remains unknown. At the time of the index procedure, an 8.0 x 40mm precise pro rx was implanted at the proximal right internal carotid artery target lesion. The patient left the angiography suite without neurological deficit. The device was implanted, therefore no extensive analysis could be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.